Event description:
It was reported that the turbine test failed during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
Our field service technician investigated the ventilator device on site. It was reported that the ventilator failed the pre-use check during the pressure transducer test. The fault was isolated to the turbine module which was replaced and returned for investigation. After the turbine module was replaced, the ventilator passed pre-use check and was cleared for clinical use. Simulated use testing of the received turbine module has reproduced the described customer issue. An evaluation of the received device logs could also confirm the event. Our investigation concluded that a defect turbine in the turbine module caused the unit to fail the pre-use check. A technical error indicating timing issues with the turbine control was detected during the ventilation tests. Replacement of the turbine resulted in a successful system pre-use check. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.